Manufacturer narrative:
This device used for treatment and not diagnosis. This report is on unknown screw, part and lot numbers are unknown. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Journal article received: ipsilateral basicervical femoral neck and shaft fractures treated with long proximal femoral nail antirotation or various plate combinations; wen-yue wang, lei liu, guang-lin wang, yue fang and tian-fu yang; journal of orthopaedic science (2010) 15:323¿330; reported: a retrospective study to compare the results of synthes devices, long proximal femoral nail antirotation (pfna-long) and various plate combinations for the treatment of ipsilateral basicervical femoral neck and shaft fractures between 2004 and 2008. Twenty one patients were treated: group I was comprised of 11 patients, average age 41 years, who underwent surgery with synthes devices cancellous lag screws or dynamic hip screws combined with compression plate fixation; group ii included ten patients, average age 43 years, who underwent surgery with proximal femoral nail antirotation (pfna)-long. The average follow-up time was 22.2 and 20 months for groups I and ii, respectively. In group ii, the authors reported two complications. One patient developed a superficial wound which responded well to treatment with intravenous antibiotics. One patient experienced delayed healing of the femoral shaft fracture. The authors concluded that both methods of treatment are reliable choices for the treatment of ipsilateral basicervical femoral neck and shaft fractures. This report is for an unknown screw. This is report 4 of 4 for complaint (B)(4).